Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ this report is number 3 of 5 mdrs filed for the same patient (reference 1825034-2014- 08367 / 08371).

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2014. The patient dislocated while in rehab and underwent a closed reduction on (B)(6) 2014. During the closed reduction procedure, the patients femur fractured and the stem, head and liner were replaced; the fracture was also repaired with cables. The patient dislocated again while still in holding from the revision procedure and a revision procedure was performed on (B)(6) 2014. The acetabular cup was replaced with a protrusio cage and the head and liner were replaced with active articulating components.